Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). It was noticeably difficult to inflate the balloon. It could be seen through what little solution was able to advance into the balloon that the inflation notch was not perforated correctly. The balloon was then punctured to remove the remainder of the solution in the balloon, and the balloon was dissected to find that the inflation notch was not perforated deep enough. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter. [When patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that it was difficult to deflate during the pretest and water left about 2cc. The syringe was then left attached to the valve for about 15 minutes, and the water was drained.